Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The field complaint that the programmer displayed overestimation issue could not be verified. During analysis, a working 3630 wand was connected and a device was interrogated successfully. The telemetry spacer was inserted and telemetry remained consistent. Working device was tested on testing unit and compared with results being similar. No anomalies were found at time of analysis.